Manufacturer narrative:
Age at time of event: around (B)(6).   (B)(4).  It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 56% stenosed target lesion was located in a mildly tortuous and non-calcified right vein. An 18x90/10fr 75cm wallstent® endoprosthesis was selected to treat the lesion. However, during unpacking, it was noted that the proximal part was kinked. Another 18x90/10fr 75cm wallstent® endoprosthesis was successfully deployed. Following deployment, an 18-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilation. However, during the first inflation at five atmospheres, the balloon ruptured. The balloon was completely removed form the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.